Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unknown high blood glucose levels. The customer's mother stated that the customer received a no delivery alarm from her insulin pump. Troubleshooting was unable to be performed. The product is not being returned. Nothing further was reported.